Manufacturer narrative:
A valid serial number has not been provided for the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. The returned reader was visually inspected, and no issues were observed. Performed control solution testing, and all results passed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer obtained an unspecified high glucose reading on the adc device however was unable to perform a blood glucose test on the built-in meter. It is unknown whether the customer noted a trend arrow on the device. Per the customer, the charging cable to the adc built-in meter was ¿incompatibility, leading to inability to monitor blood sugar.¿ as a result, the customer experienced a seizure, which was reportedly ¿from to high blood sugar¿. The customer also experienced high blood pressure, 240/110, and a ¿possible tia¿ transient ischemic attack (tia), right sides weakness, urinary tract infection (uti) leading the customer¿s hospital admission. The customer contact with healthcare professional (hcp) reported treatment with IV insulin treatment (dosage unknown), blood pressure management, seizure, blood glucose test by hcp meter, and uti management over a 6-day hospital stay. The primary diagnosis provided was hyperglycemia. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned for investigation and a follow-up vigilance report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date reported to abbott diabetes care as occurring in the "past week". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer obtained an unspecified high glucose reading on the adc device however was unable to perform a blood glucose test on the built-in meter. It is unknown whether the customer noted a trend arrow on the device. Per the customer, the charging cable to the adc built-in meter was ¿incompatibility, leading to inability to monitor blood sugar.¿ as a result, the customer experienced a seizure, which was reportedly ¿from to high blood sugar¿. The customer also experienced high blood pressure, 240/110, and a ¿possible tia¿ transient ischemic attack (tia), right sides weakness, urinary tract infection (uti) leading the customer¿s hospital admission. The customer contact with healthcare professional (hcp) reported treatment with IV insulin treatment (dosage unknown), blood pressure management, seizure, blood glucose test by hcp meter, and uti management over a 6-day hospital stay. The primary diagnosis provided was hyperglycemia. There was no report of death, serious injury, or mistreatment associated with this event.